Manufacturer narrative:
Patient ID: (B)(6). Detailed product information was not provided to bsc at this time. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a clinical procedure with a farawave catheter the patient experienced a stroke days after discharge. The index procedure was completed on (B)(6) 2026. The subject experienced brief syncope episode described as a stroke and visited the emergency department on (B)(6) 2026, and being discharged early on (B)(6) 2026 without admission. No findings were reported during the ed evaluation. A 30-day holter monitor was placed on (B)(6) 2026 to investigate possible pauses or arrhythmias as the source of syncope (no results currently available.